Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 315 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Customer changed out the cartridge and resumed insulin to resolve the issue.